Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received occlusion alarms. The customer did not see insulin exiting the cartridge tubing. Blood glucose (bg) was 512 mg/dl and ketones were present. A bolus was delivered and insulin injections were administered. The customer went to the emergency room (ER) and was admitted to the hospital. The customer was treated with intravenous fluids and insulin drip. The customer was discharged the next day. High bg was resolved.